Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a high blood glucose level and the absence of the no delivery alarm. The customer's blood glucose level was 400 mg/dl. The customer reported that after changing the infusion set site, the alarm cleared and the blood glucose level went down. The customer did not want to return or replace any products.